Event description:
It was reported that the lead measurements were greater than 4,000 ohms on some of the bipolar pairs. The neurostimulator was fine but the lead was replaced. Further information is being requested from the hcp.